Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic, it was noted when the patient raise his hand over his head, loss of capture was noted, this occurred repeatedly, during the event the patient was symptomatic, presyncope. A chest x-ray revealed a dent in the insulation. The right ventricular lead was explanted and replaced successfully. The patient was stable post procedure.